Event description:
It was reported that at a surgery for the patient's prophylactic battery replacement, high impedance was seen after connecting the new generator to the lead. Pre-operation diagnostics indicated impedances within normal limits. Multiple diagnostics were performed after the new generator was connected, and high impedance was observed on all diagnostics even after troubleshooting steps between diagnostics. The surgeon then noted a break in the lead wire and the patient was closed up and scheduled for a lead revision surgery the following day. The following day, a lead revision occurred and the new lead was implanted and connected to the generator implanted the day before. The original lead was explanted, leading the electrodes attached to the nerve. Device diagnostics after revision indicated impedances within normal limits. An erratic heart rate was noted when attempting to program the new device to original settings. This report of erratic heart rate was captured in mfg report #1644487-2018-01047. The explanted generator and lead were returned for analysis. No analysis was completed to date. No further relevant information has been received to date.

Event description:
Analysis on the lead was approved. The lead assembly was returned in two portions. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin showed that good mechanical and electrical connection was present at one point in time. Continuity checks of the lead portions were performed and found no issues or discontinuities. There was no evidence to suggest discontinuities in the returned portions of the device. Analysis on the generator was also approved. Interrogation and system diagnostic tests were performed with various loads and found no malfunctions. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.